Manufacturer narrative:
Philips service replaced the ad7(nt) height potmeter assembly and motor linear drive. The system was returned with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geo reset occurred during a case, and table height movement errors were observed on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.